Manufacturer narrative:
The insulin pump had no button response due to a flattened dome switches. The insulin pump was also received with dog chew marks on the case and keypad overlay and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer's dog got a hold of the insulin pump near the buttons. The buttons on the insulin pump were intermittent and the screen was damaged. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.